Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient was presented with cervical disc herniations at c4-5, c5-6, and c6-7 with cervical stenosis, cervical radiculopathy so he underwent discectomy at c4-5, discectomy at c5-6, discectomy at c6-7, fusion at c4-5, fusion at c5-6, fusion at c6-7, anterior instrumentation c4, 5, 6, 7, using plate, local autograft from partial corpectomy c5 and c6, allograft non-structural and microscope for visualization. Fluoroscopic imaging for localization of device, x 3 biomechanical peek cages. As per op-notes "..the appropriate size plate was applied with screws at the appropriate length. The biomechanical devices were packed with allograft and local autograft from the partial corpectomy as well as a small amount of bmp. Bmp was assured to be within the peek device and no bmp was in contact with the soft tissues..". The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.